Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis found no anomalies were visually observed. The patient complaint confirmed. Led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said that their recharger stopped working. Patient said that they went to charge their implanted neurostimulator and the green light was flashing real fast and then it would not turn on. Patient stated their ins was dead because they couldn't charge it. An email was sent to the repair department to replace the device. Additional information was received from the patient. The patient called in for assistance pairing the wireless recharger (wr). Agent reviewed how to pair the wr to the handset. Patient was able to successfully pair the wr and handset.